Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell onto the pump and shattered the screen rendering the touch screen non-functional. There was no impact to the customer's blood glucose levels. It was indicated that manual injections would be used for diabetes management.